Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator failed to open. The customer attempted troubleshooting by rebooting the station and trying to recover the storage; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to open the refrigerator. A field service engineer attempted the dissipation shutdown and restart process, which completed successfully. The bus smart remote manager (srm) was then recovered, and service was fully restored. This was completed remotely, and the client confirmed that the system had recovered. The system functioned as intended after the field service engineer repaired the device.